Manufacturer narrative:
This report is submitted on 14 april 2021.

Manufacturer narrative:
This report is submitted on march 16, 2021.

Event description:
Per the clinic, the patient developed an (B)(4) infection at the implant site. The patient was treated with oral and intravenous antibiotics, and the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.